Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. However, microscope inspection revealed that the imaging window was perforated. Functional testing revealed a leak in the imaging window due to the encountered perforated section. Based on this evidence, the catheter difficult to flush condition is confirmed.

Event description:
Reportable based on device analysis completed on 29 may 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the left main coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not flush water. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was perforated.